Event description:
In 2008, baxter received info from the director of pt safety that a 2nd triple channel colleague pump was involved in an incident that was reported to have occurred on four days earlier, in which a pump with 3 lines running stopped during pt infusion (inoperable). The 2nd pump's 3 lines also stopped infusing during this event. Additional info was received from the facility via email that the pt was a male that was in an ICU and already in a bad condition when 3 channels "just went bad". The director of pt safety identified the three medications that were being infused on the 2nd triple channel colleague pump. They were a bicarbonate drip, insulin, and a tpn. Both pumps were removed from service because fluid was spilled on them and they stopped (all 3 channels on each pump) infusing. It was noted that the pt had a swan-ganz insertion and that during the incident, the nurse on duty was moving an IV pole when the transducer tubing pulled from an IV bag and soaked the pumps which then stopped infusing. A third triple channel pump was quickly connected to the pt to continue the infusion of the medications. The patient's blood pressure remained stable throughout the incident, and no pt injury occurred or medical intervention was required, due to the incident. The director of pt safety did not have additional info on the pre-existing condition or current condition of the pt. The biomedical engineer called baxter to inform product surveillance that the facility exonerated the colleague pumps as the cause of the pumps failure to infuse. Product surveillance requested the pumps for further eval. The biomedical engineer said that he was not sending in the pumps at this time but would send them in at a later date if he were to find issues during preventive maintenance.

Manufacturer narrative:
The device has been requested by baxter for eval of the reported malfunction of inoperable during pt infusion. The facility has decided to not return the device to baxter at this time. Should the pump be received for eval of the reported incident, a follow up report will be filed upon completion of the eval or if additional info becomes available.